Event description:
It was reported that an alert posted to the latitude website that this pacemaker device was found in safety mode. The device remains implanted. No adverse patient effects have been reported.

Manufacturer narrative:
This device remains implanted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an alert posted to the latitude website that this pacemaker device was found in safety mode. The device remains implanted. No adverse patient effects have been reported. Attempts to obtain additional information regarding the status of this device have been unsuccessful. If pertinent information is provided in the future, a supplemental report will be submitted. At this time, evidence suggest this device remains implanted. New information was provided indicating that this pacemaker device was surgically explanted, and a new device implanted. The attempts to obtain current location of the explanted device have not been successful. If further information is received, a follow up report will be submitted.

Manufacturer narrative:
This report is being submitted to update sections: b (adverse event / suspect problem) b1,b2,b5, d (suspect medical device) d6b: date of explant. This device is not suspected to be returned, however if additional information becomes available, a supplemental form will be submitted. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.